Event description:
It was reported by plaintiff's attorney that the plaintiff was implanted with a monarc subfascial hammock on or about (B)(6) 2011, with the intention of treating her stress urinary incontinence. It was alleged the plaintiff had severe issues with urination, pelvic pain, cramping, unable to engage in sexual relations, depression, physical and psychological pain and suffering, permanent and debilitating injuries. The plaintiff also was hospitalized and underwent surgeries in attempt to repair and remove the mesh.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.